Event description:
The hcp reported the patient's catheter had migrated from the intrathecal space to the epidural space. Both the patient's pump and catheter were explanted and replaced. The drug contained in the patient's pump was morphine sulfate. No patient symptoms or outcomes were provided.